Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-16058. It was reported that lead vegetation was observed. The device system was explanted. The patient's condition was not known.